Event description:
It was reported that the log file revealed several corrupt clock events. The event was likely caused by a complete loss of power due to no external power and emergency backup battery (ebb) full depletion. The system controller corrupt clock alarm happened when power was restored to the system controller. Log file data between the time of complete loss of power and power restoration was not recorded. A motor stop event would have occurred for an unknown time during the complete loss of power. The event log file captured several low flow events. The patient connected to batteries as a power source during the night because of the frequent disturbing low flow alarms. The patient was advised to connect to the power module at night. The patient did not recall any special events in between 04mar2022 and 11mar2022. The patient was asymptomatic with normal vital signs and blood results, except known frequent low flow events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Correction d4: product is (B)(6). Manufacturer's investigation conclusion: the reported event of a controller clock corrupt alarm due to a loss of power was confirmed via the log files. A review of the submitted event log file showed 256 events spanning approximately 2 days (B)(6) 22 and (B)(6) 22 per time stamp). From the beginning of the log file for 2 hours, there was a controller clock corrupt alarm active. The alarm cleared when the clock was reset to say (B)(6) 22. The onset of the loss of power was overridden by new events. The alarm did not affect the controller's ability to operate the pump at the set speed. No other alarms were active in the log file. A review of the submitted periodic log file showed 256 events spanning approximately 123 days (B)(6) 2 ¿ (B)(6) 22 and (B)(6) 00 ¿ (B)(6) 00 per time stamp). On (B)(6) 22 at 21:46, the backup battery usage count increased from 7 to 9 indicating that there was a loss of power. The clock was reset following this loss of power. No other alarms were active in the log file. System controller, serial number (B)(6) , was not returned for analysis and remains in use. Additional information provided on (B)(6) 22 stated that the patient used to connect batteries as power sources at the night-time because of the frequent disturbing low flow alarm; however, a root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. No further information was provided. The manufacturer is closing the file on this event.